Manufacturer narrative:
The device was returned to the manufacturer. The returned device investigation is in progress at the time of this MDR submission.

Event description:
During a laparoscopic cholecystectomy, surgical procedure, the renew endocut scissor malfunctioned and did not work. The procedure and anesthesia time was extended by five (5) minutes. There was no harm to the patient. There were two devices reported for this incident. [MDR ref# 1223422-2017-00045].